Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4 and a pre existing chordal rupture. An xtw clip (30329r3006) was inserted and deployed on the mitral valve. To further reduce mr, a second xtw clip (30330r2106) was inserted. While attempting to deploy the clip, the physician pulled too hard on the actuator knob. This caused a pull on the clip before it was deployed. After the clip was deployed, the tip of it had lodged against the implanted clip, causing the first clip to slightly rotate on the leaflets. To stabilize the second clip, an additional mitraclip was successfully implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported device damaged by another device (not applicable) and migration (partial clip movement) appear to be related to procedural conditions, and due to the second clip interacting with this first implanted clip, causing migration of this first implanted clip. There is no indication of a product issue with respect to manufacture, design or labeling.